Manufacturer narrative:
Follow-up #1: date of submission 11/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/06/2015 with the following findings:there was no damage found to the keypad cover and all buttons responded normally to button presses. The keypad cover was removed, and no defects were found to the button contacts. Unrelated to the original complaint, investigation revealed corrosion in the battery compartment. Leak testing did not reveal any leaks. The pump casing was opened and no further moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015 the reporter contacted animas alleging a keypad button response issue. No further information was provided. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.